Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). The cause of the resets is the bga failure. The root cause of the bga failure could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not power on.